Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that she had a blood glucose of 284 mg/dl. Before work, ate food on the way to work and woke up in a paramedics ambulance being treated with an IV. The customer stated that she had been driving erratically but was unaware of when her blood glucose dropped. The customer assumed that her blood glucose was around 35 mg/dl. Advised that the lotion the customer was using could cause a bad reading. Recommended customer to wash hands before using the fingerstick. The customer declined troubleshooting for low and high blood glucose levels. Nothing further reported.